Event description:
It was reported through the filing of a lawsuit that allegedly the plaintiff underwent a total hip arthroplasty on (B)(6) 2011, and was implanted with an accolade tmzf hip stem and lfit anatomic v40 femoral head. It is further alleged that after implantation plaintiff began to experience discomfort in the area of the device. Initial medical workup revealed the absence of device loosening, infection and malposition. Further diagnostic workup revealed the presence of "markedly increased levels of metal ions in the plaintiff's blood and/or urine." Plaintiff has not yet undergone revision surgery.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade tmzf hip stem. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.